Event description:
Patient admitted from or, rolled through the door with triple pump displaying failed, with high pitch alarm. The pump was infusing dopamine and epinephrine drips to sustain patient's blood pressure. Immediate pharmacological intervention, along with fluid resuscitation needed to maintain patient's blood pressure. Pump suddenly failed with no prior warning. Pump was plugged and fully charged prior to transport.